Manufacturer narrative:
(B)(4). The tech support engineer (tse) troubleshot the issue with the customer over the phone. The tse had the customer inspect the exhalation flow sensor (evq). The customer reported that the evq was missing. The customer replaced the evq and the issue was resolved.

Event description:
It was reported that, on start up, a 980 ventilator generated an exhalation flow sensor error message. The ventilator was not in use on a patient at the time of the reported event.